Event description:
Rptr contacted lifescan alleging that the pt's meter did not power on. The pt last tested their blood glucose two days ago. The pt experienced a headache and felt that their blood glucose was high. Prior to receiving medical attention the rptr treated the pt with 3 units of novolog. The pt went to the ER and the reading was low; however, reading in the ER was not provided. The pt was treated with insulin via an IV. There is no further info provided about the incident. The pt was using the correct vial of test strips. The battery was replaced less than a year ago; however, the battery contact was corroded.